Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter with no other devices. The balloon was loosely folded. There was blood in the air lumen. Magnified inspection identified a pinhole in the balloon material 12mm from the tip of the balloon. Microscopic examination of the markerbands and the balloon material presented no irregularities that could have contributed to the damage. No proximal weld damage was found. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2015. It was reported that crossing difficulties were encountered. The 90% stenosed, 60x2.75mm target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). A 1.50mm x 15mm maverick&#10400;balloon catheter was selected for use and advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a balloon pinhole.